Manufacturer narrative:
(B)(4). It was reported that the patient received a small second degree burn on the right leg. The burn was reportedly treated with brustop cream (gel) and no further treatment is expected. Note: treatment of a burn with a cream is not considered to be emergent care or treatment to prevent a permanent impairment. However, since the burn was reported to be second degree and since the burn was caused by user error (use contrary to the device's labeling - see below), we are reporting this incident. The device manufacturer received the following information regarding the incident: the 9240b trunk ECG cable was allowed inside the MRI bore. This is contrary to the device's labeling. No sheet, cover or pillow was placed between the cable and the patient. The cable was reportedly placed over the patient's diaper, but fell onto the patient's naked leg. This is contrary to the device's labeling. Based on the information available at this time, there is not evidence that the device or accessory malfunctioned. The available information supports that the incident was caused by user error (use contrary to the device's labeling). The device manufacturer also performed a review of the device's overall labeling and IFU and it was determined that there is not a deficiency in the warnings related to: the need to keep the 9240b trunk ECG cable out of the MRI bore and the need to keep a patient gown and/or insulating padding between the ECG cable and the patient's skin. The ECG cable was damaged and rendered unusable as a result of this incident and a replacement cable has been ordered for the user. The ECG cable was reportedly discarded by the user. A training session, focusing on rf risks and correct use of accessories in the mr environment, will be provided to the users as corrective action. This training is currently planned for (B)(4) 2014 and the device manufacturer will provide additional information about this training session in our final report. Evaluation of the device was not performed since the cause is known and was reported by the user.

Event description:
It was reported that a patient experienced a small second degree burn on the right leg during an MRI examination.